Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate mild calcification and post-dilation of the valve were potential causes for the valve migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in turkey, per the article "subacute prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation", a 23 mm sapien xt valve was implanted in the aortic position with bav. Post-deployment aortogram showed the prosthesis in correct position, but moderate aortic regurgitation observed. The valve was post-dilated with 23 mm balloon. Final aortography was deemed acceptable. Tte on the second post-procedure day showed that the valve had migrated and turned into the lvot. Doppler echocardiographic examination revealed a mean aortic gradient of 35 mm hg. Fluoroscopy confirmed the migration and rotation of the valve into the lvot. Open heart surgery was performed and the valve was successfully removed and a savr was implanted. Surgical findings confirmed the valve had migrated caudally and rotated upside down, causing partial obstruction. Tte on the 1st post-operative day showed a stable bioprosthetic valve with normal leaflet excursion and pressure gradients. Fifteen days after surgery, the patient died because of nosocomial pneumonia. In this case, mild calcification and post-dilation of the valve was considered potential causes for the valve migration. Reference: ali riza akyuz, levent korkmaz, ufuk sayar and ilker mataraci. Subacute prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Acta cardiologica, 2018

Manufacturer narrative:
It was found during internal review that the complaint events were previously captured and reported under manufacturer report number 2015691-2017-04481. The investigation of the events will remain under the original reports. Therefore, a corrected supplemental report is being submitted.